Event description:
Leica biosystems received a complaint regarding failure of a tissue processing run which resulted from the retort not filling with reagent. The leica field service engineer (fse) who attended the laboratory in associated with this complaint reviewed the instrument logs and noted that numerous error codes, which indicated that a liquid level sensor had failed possibly due to reflections from cassettes or other objects in the retort, had been recorded. The fse reported that the quality of tissue processing had not been adversely impacted by circumstances involved in the complaint. Investigation of circumstances involved in this incident by leica biosystems is in progress.